Event description:
The customer reported that the freedom driver exhibited frequent chirping while supporting a patient. The patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a frequent chirping, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.